Event description:
This 50 yr old female had a bilateral augmentation mammoplasty in 1981 with implantation of silicone gel breast implants. She recently underwent a mammogram and immediately afterwards developed pain, swelling and discomfort in the left breast. The mammogram were interpreted as grossly ruptured implants. Gross exam: the right implant shows no evidence of rupture or leakage. It bears an imprint of "dow corning 305cc" and an apparent serial number of 153j. The left breast implant is grossly disrupted. The serial number cannot be identified due to the disruption.